Event description:
It was reported that the subject device had a crack on the main body. Air bubbles came out from the main body during cleaning. There was no patient involvement on this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation foundmmain body cracks, flooding. Based on the results of the investigation, the cause for "cracks in the main body" could not be identified. However, the cause for "main body cracks, flooding" was presumed to the main body was flooded through cracks. A device history review revealed that no issues were identified. This issue is addressed in the instructions for use (IFU): endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not apply impact to the camera head. There is a risk of damage. Olympus will continue to monitor the field performance of this device.